Event description:
It was reported that when using the bd pyxis¿ es server, all stations was not communicating to the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). Upon investigation of the actual device used in this incident, it was determined that all the stations were in disconnected mode. The technical support specialist connected with the customer and confirmed the customer that there was active windows server update services (wsus) patching. Then attached the knowledge article (ka) ¿patients and order not crossing to med es server¿. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations was not communicating to the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.